Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to counts to the sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, oversensing, diminished r waves and a jump in thresholds to high values was observed. The rv lead was revised and remains in use. The ra lead exhibited undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.